Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.

Event description:
Head came completely off the brush / pin came off of her toothbrush head [device breakage]. No adverse event. Case description: a mother reported that while her daughter was using the oral-b professional care 1000 rechargeable toothbrush on (B)(6) 2015, the oral-b precision clean brush head came completely off the brush. The mother stated that the pin came off of her toothbrush head and she almost swallowed it. No symptoms developed.